Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rm48, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A healthcare provider and a friend or family member of a patient implanted for gastrointestinal/pelvic floor reported poor communication between the patient programmer and implantable neurostimulator two days after implant. There were still bandages on the implant site. The lack of telemetry was not due to swelling or bandages over the implant site; a manufacturer representative believed the device was turned off by electrocautery in the operating room after it was programmed. The device was turned back on and the programming was retrieved. The device was checked and reprogrammed to resolve the issue. The patient recovered without permanent impairment.